Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarms or pump error 42 alarms noted during testing. The motor was tested outside of the pump and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to revert to the back-up plan. The device will be returned for analysis.